Event description:
The patient was complaining of pain. After evaluation of the x-rays, the surgeon says tibial component is not sitting flush on the bone. The surgeon is planning to do a revision surgery of the entire knee. Reference MFR report 3005180920-2014-00041.